Manufacturer narrative:
B4 - corrected to: 20-may-2024 in the initial MDR. Claim #(B)(4).

Manufacturer narrative:
Claim#(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo_12.6; -9.50 diopter implantable collamer lens patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024 the lens was replaced with a longer length lens due to low vault without rotation. This resolved the problem. Cause of the event was reported as unknown.